Event description:
It was reported that the device leaked co2 during use. Another device was used to complete the procedure with no alteration in the course of surgery. There was no patient injury. Additional information regarding the patient, the device and the procedure was requested, but no additional information was available.

Manufacturer narrative:
The lot number was either #1661865 or 1662192. The device sleeve was returned to the manufacturer in good visual condition. The obturator was not returned. Upon evaluation, the insufflation port and stopcock level were found to be securely fastened with enough friction to prevent unintended movement. The device was pressure tested and no signs of leaking were found both with and without a test plug inserted into the device. The device history records were reviewed and no discrepancies were noted. As the device passed all visual and functional testing, no conclusion could be made as to what might have caused the reported event.